Manufacturer narrative:
Visual inspection: during the analysis it is evaluated that the whole ha coating on the stem body has been correctly absorbed by patient bone. Only some fragments are present on the proximal part of the stem colse to the neck part. On the neck part some signs and scratches are present, probably due to revision surgery. It is not possible to determine the root cause of reported stem loosening.

Manufacturer narrative:
Batch review performed on 08 october 2021: lot 162021: (B)(4) items manufactured and released on 20-jun-2016. Expiration date: 2021-06-08. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event since 2017.

Event description:
Revision surgery performed 3 years 8 months after primary due to stem loosening. Stem and head successfully revised.